Event description:
The pt was admitted for a procedure in 2008 with unstable angina pectoris. The pt had a lesion in the mid left anterior descending branch. The lesion was de novo, highly calcified and moderately tortuous with 90% stenosis. The lesion was pre-dilated with a balloon, then a 3.0x13mm cypher stent was delivered to the lesion and inflated at 12atm without a problem. An intra vascular ultra sound was conducted and the physician found that the stent was under dilated. Therefore, the stent delivery system was delivered to the lesion again for post-dilation. The stent delivery system was inflated to 16atm and the balloon suddenly ruptured. A different high-pressure balloon was used and inflated to 16atm. The procedure was safely completed.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.